Event description:
The customer reported non-reproducible elevated hypersensitive thyroid-stimulating hormone (htsh) generated on the unicel dxi 800 access immunoassay system for one (1) patient. The erroneous result was reported out of the laboratory. There was no injury associated with this event and patient treatment was not impacted.

Manufacturer narrative:
An entry error for the s5 calibrator concentration was discovered by the customer. Calibration on (B)(4) 2012 passed with s5 stated concentration of 500 when true value of the s5 calibrator is 100. Quality control submitted on control assigned at 26.5 from (B)(4) shows plus 3 sdi violations on (B)(4) 2012. The cause of the event is an instrument accepted curve with a 5 fold error in the data entry for the s5 concentration.